Event description:
Customer placed the bravo capsule and confirmed that it was appropriately attached through direct visualization. The patient called complaining about chest pain; therefore, the doctor explained that the pain would be attributed to the adhered capsule. The pain intensified, so the doctor had the patient come in for the purpose of removing the capsule. During the egd, he found the capsule had already detached; however, there seemed to be a sizable ulcer where the doctor believes the bravo pin was deployed to adhere the capsule. The patient was hospitalized and treated due to severe pain with analgesia and proton pump inhibitor. Patient underwent diagnostic studies which showed no evidence of perforation. Patient was discharged home in good condition.

Manufacturer narrative:
The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.